Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma, rupture. Device evaluation: visual analysis of the photographs identified: broken shell. Red particles in the shell and gel. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side seroma-late, capsular contracture IV on the left and rupture. Device has been explanted.

Event description:
Physician reporting seroma-late, capsular contracture IV on the left and rupture of the left device diagnosed by an MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:visual analysis of the returned device identified: underweight, broken shell, red particles on the surface of the shell, part of the shell is missing, crease fold. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. Missing shell assessed as inconclusive.